Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: detailed inquiry description: it was reported there were pinholes noted in arterial bloodline. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 3. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. The samples were sent from the customer to the manufacturer. However, the sample package was lost. In the event the samples are found, we will reopen the investigation for technical anlaysis. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.